Event description:
Physician reported left side deflation and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/09/2024.

Event description:
Physician reported left side deflation and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, h6. Visual analysis of the photographs identified: device patch with lot number 3410063 and catalog number 68-510cc. Capsular contracture-breast: unable to observe since it is not related to the device. Deflation-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation and capsular contracture baker grade I. Device has been explanted and replaced